Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking a little bit of blood and insulin on (B)(6) 2025 leading to hyperglycemia. The leakage was at the cannula. The blood glucose level was 268 mg/dl. No further information available.